Event description:
The manufacturer received information in a relation to a dreamstation auto CPAP alleging eye irritation, nose irritation, respiratory tract irritation. Medical intervention was not specified. No patient information was provided. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow- up report will be filed.

Manufacturer narrative:
The manufacturer received new and relevant information on 05/27/2022. The device was returned to the service center for evaluation. During the evaluation of the device, the service center internally/ externally inspected the device and no faults had been observed. The device passed all tests and error code was found. Additionally, the device was scrapped.